Event description:
Female patient had mentor saline implants surgically implanted in (B)(6) 2006, due to bilateral mastectomy from breast cancer diagnosis in (B)(6) 2005. Over the past 5 years, patient has developed severe autoimmune disease, increasing over time, with the need to explant the implants (B)(6) 2011. Her rheumatologist has diagnosed her with rheumatoid arthritis, fibromyalgia, and a polyarthritic syndrome. The diagnoses were determined to be caused by the silicone shell of the saline implants. A reconstructive plastic surgeon consult also declared the implants to be the cause of the disease. Below are the details of the implants: mentor siltex contour profile saline (B)(4), (left breast) sn# (B)(4) (right breast). Date of implant: (B)(6) 2006.